Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonic polypectomy procedure (patient reported to be (B)(6); gender and weight unknown). According to the complainant, during the procedure, the snare would not completely retract. The complainant did not note any issues with how the handle functioned, just that the snare would not close, therefore hindering it from cutting the polyp. The case was successfully completed using another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due the detached cannula within the handle. The condition of the returned device was consistent with the complaint that the device could not retract; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonic polypectomy procedure (patient reported to be over 18 years of age; gender and weight unknown). According to the complainant, during the procedure, the snare would not completely retract. The complainant did not note any issues with how the handle functioned, just that the snare would not close, therefore hindering it from cutting the polyp. The case was successfully completed using another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.